Manufacturer narrative:
B3: date of event: date of event was approximated to 04/01/2024 as no event date was reported. Block h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detached.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04635 for the rx locking / biopsy cap and report number 3005099803-2024-04642 for the dreamwire. It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct for the treatment of stones. During the procedure, the physician was unable to pass the dreamwire down the scope. Several interventions were attempted; however, it was unsuccessful. The procedure was not completed due to this event. The rescheduled procedure was completed by performing a laparoscopic cholecystectomy. When the scope was checked the following day, a piece of foam from the biopsy cap was pulled out of the working port. It is unknown if a water-soluble lubricant was applied on the biopsy cap prior to use. There were no reported patient complications as a result of this event.